Manufacturer narrative:
The report received via a voluntary medwatch indicated that at the end of the catheterization procedure, the physician proceeded to pull both the arterial and venous femoral lines used in the patient. The avanti plus cardiology ms .038 venous catheter sheath introducer (csi) was found to be broken with a piece half in the patient's vein and half in the tissue. The procedure was a right and left heart catheterization. Additional information received indicated that the procedure was elective. The access sites for the procedure were the right femoral artery and vein. There was no reported difficulty obtaining vascular access. The access vessel was not tortuous. There was no reported resistance noted when the physician pulled the sheath. The patient went to surgery to remove the separated piece. The product was successfully removed surgically and the patient was discharged home. The product was returned for inspection. One non-sterile 7fr sheath introducer was received inside a plastic bag. The cannula was received broken at 7cm from proximal end. The broken point was received elongated and ragged. Dry blood was found inside the tubing. The rest of the cannula was not returned for analysis. Review of lot 15504361 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. The cannula separation reported by the customer was confirmed during analysis. The cause of the separation could not be determined during analysis. During the manufacturing process of the cannula there are no tools or process capable to apply a force to the cannula that can make and elongation. Controls are in place to prevent this type of failure from leaving the facility. Procedural factors, such as excessive pulling when pulling both lines from the femoral artery and vein, are likely contributing factors given the elongated and ragged condition of the broken area. Neither the DHR review nor the product analysis suggests that the reported failure is related to the manufacturing process. Therefore no actions will be taken. No corrective action will be taken at this time.

Event description:
The report received via a voluntary medwatch indicated that at the end of the catheterization procedure, the physician proceeded to pull all the lines out of the femoral artery when the avanti plus cardiology ms .038 venous catheter sheath introducer (csi) was found to be broken with a piece half in the patient's vein and half in the tissue. The procedure was a right and left heart catheterization. Additional information has been requested.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.